Event description:
The iab leaked. Blood was noted in the catheter. Event complications: none from the event -reported 12/4/96. Pt's current status: unk -reported 12/4/96.

Manufacturer narrative:
(This follow-up MDR was mailed to FDA on 4/25/97). Evaluation summary: evaluation: underwater leak testing disclosed a leak in balloon membrane. Probable cause of difficulty: penetration is characteristic of that produced when membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when balloon is subjected to a non-predicatable folding pattern, as when it enters a submintimal space, is located too high in aortic arch, or enters subclavian artery.